Event description:
A patient's family member reported that the test would not start on the meter. The patient was feeling weak and shaky. Pt was not able to obtain a reading on their meter. Pt only had one test strip left and was not able to get a reading during troubleshooting. Pt was advised to obtain new test strips and to call back to finished troubleshooting. The issue was not resolved at this point. The family member mentioned that they will take patient to emergency to have their blood sugar tested. No further information has been reported.